Manufacturer narrative:
The device has not been returned, therefore no conclusions can be drawn.

Event description:
Note: patient age, gender, and weight are unknown. It was reported to boston scientific corporation in late 2005, a leveen superslim needle electrode was used during a procedure. The complainant stated that when the tine was advanced and pulled back during preparation, resistance was felt. There were no patient complications associated with device.